Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2011, inratio: 4.6. (B)(6) 2011: 5.0. (B)(6) 2011: 1.7, lab: 3.9. Inratio and meter tests done 1.5 hours apart. Pt self tester has been testing on the inratio meter for about 4.5 years.